Event description:
It was reported that during the implant procedure, the device outputs were not increased to nominal out of box settings at the implant. It was further reported that after the device was implanted, the patient experienced sinus bradycardia with pauses and loss of capture while in the medical recovery room. The patient was brought back in for a lead revision; however, upon interrogation of the device prior to the lead revision, it was discovered that the device outputs were programmed sub-threshold. The device outputs were increased to nominal setting and adequate capture was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.